Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the trocar was leaking. No further information is available. No injury reported to the patient. Unknown how case was completed. There were no adverse consequences to the patient. The device was discarded.